Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Summary of medical safety assessment: while pain is an undesirable patient experience, the reported event does not meet the criteria for reportability to applicable regulatory authorities as a serious adverse event as it did not necessitate escalation to a higher level of care, indicating it did not reach a severity that posed a substantial risk of permanent impairment or harm. The patient's description suggests the pain was localized and did not result in systemic effects or functional limitations.

Event description:
I am contacting you regarding a report regarding the product bd microfine ultra pen needle 4 mm 32g thinwall 320141 100 pcs with lot number: 4261022 and expiry date 09/2029 (cnk3247239). European legislation requires us to warn you about side effects and defects of medical devices. This customer says the following: I put on a new needle every day. But they hurt so much when I want to prick myself. The pin also stops and I have to prick again. I showed it to my gp today. She also told me to try a different needle. Can you inform me further about the next steps and further processing? Thank you in advance for your prompt response. Tmaik 28march2025. Lot: 4261022 does not link with cat: 320141. Unknown entered in batch section.